Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the radial artery. The 99% stenosed target lesion was located in the non-calcified and moderately tortuous right coronary artery. The lesion was in-stent restenosis of another manufacturers 4.0x18mm stent. Inflation was performed with this 8mm x 4.00mm nc quantum apex mr balloon and ruptured upon the 2nd inflation at 16atm (1st inflation: 12atm / 20 seconds). The device was removed intact. The procedure was completed with another manufacturers 4.0x10mm balloon catheter with an inflation of 20atm. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)